Event description:
It was reported that this brady lead was out of where it should be and the patient experienced bradycardia with 75bpm. Boston scientific technical services (ts) referred the patient to md. This brady lead remains in service. No adverse patient effects were reported.